Event description:
Device issue: inflation issue. Onset of device issue: during the procedure. Adverse event: none. It was reported that 3.5x23 rx xience v balloon failed to inflate in the mildly calcified mid left ascending diagonal (lad) lesion. The device was removed and examined, no rips, tears or holes were found. Also, no leaking was observed. An attempt was made to inflate; however, the balloon still would not inflate. There were no reported adverse pt effects. Though requested, no add'l info was available. Reporting rationale: this is being reported based on the root cause identifying a failure of the device to meet the specifications established in the approval PMA that could not cause or contribute to death or serious injury but are not correctable by adjustments or other maintenance procedures described in the approval labeling. This is based on the xience v conditions of approval.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned xience v stent delivery system (sds) noted blood on the balloon and stent implant, and in the guide wire lumen and hub. There was contrast on the shaft. The stent implant was stationary between the markers of the tightly folded balloon with no damaged noted. This is consistent with handling of the device and the reported info that the sds was inserted into the pt anatomy, the balloon was not inflated and the stent was not deployed. Analysis noted that the shaft was flattened and twisted distal to the guide wire exit notch and there were multiple bends throughout the length of the hypotube. This damage was not originally reported and is likely from procedural handling as no damage was noted during the inspection prior to use. Potential factors that may contribute to difficulty to inflate include, but are not limited to, pt anatomical morphology, device size selection, placement of the balloon within the lesion, or physician technique. The inflation device used during the procedure was not returned. However, a new indeflator was filled with water in an attempt to pressurize the sds. The sds was pressurized overnight; however, the device would not inflate. The shaft was cut distal to guide wire exit notch and inflated. The balloon inflated and the stent deployed with no issues. The hypotube was pressurized and fluid did not exit the distal end of the hypotube. A new guide wire was backloaded through the hypotube in an attempt to identify a blockage when the guide wire stopped at the hub but would not exit the hub. Another attempt was made to pressurize the hypotube when fluid was able to pass through the hypotube but no material or blockage was noted to exit the hypotube. The hub was removed from the nosepiece to reveal the proximal end of the hypotube jacket. The jacket was noted to be torn and a small piece of hypotube jacket material was extending past the proximal end of the hypotube. The noted shaft damage does not appear to have contributed to the reported difficulty as the distal shaft was able to inflate with no issues. However, based on the condition of the returned device, the noted hypotube jacket material appears to have contributed to the reported failure to inflate. A review of the finished product lot history record did not reveal any nonconforming material records for this lot that could have contributed to this complaint. All stent delivery systems are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation.